Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 287mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer stated that the drive support cap was slightly indented. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device had a cracked display window and cracked case at the screen corners.